Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The patient is a heavy smoker and the patient's vessels were narrow in diameter. It was reported that the patient experienced a decrease in kidney function. The CT demonstrated that there was no blood flow to the renal arteries. It was reported that the stent graft was initially deployed too high and partially covered the renal arteries along with the stent graft moving proximally due to the narrowing of the patient's vessel. The physicians elected to treat the patient by inserting a guidewire over up and the bifurcated stent graft and pulled the bifurcated stent graft back in place. No add'l clinical sequelae were reported, and the patient's renal arteries are functioning. The patient is fine.